Manufacturer narrative:
The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes ((B)(4): other for ¿mesh failure¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span september 12, 1999 through november 28, 2007 and not all records received in this time span are relevant to the alleged gore-tex® soft tissue patch and the gore® dualmesh® biomaterial. Patient information: medical history: 9/12/99: penetrating trauma right lower quadrant 5/17/01: multiloculated recurrent incisional hernia 2001: large recurrent hernia, underlying myeloproliferative disorder and monoclonal gammopathy hypertension 11/29/05: nonhealing wound of abdomen. 10/28/07: pulmonary embolism and gastrointestinal bleed. Surgical procedures: 1999: appendectomy (B)(6) 1999: exploratory laparotomy and wound exploration for penetrating trauma right lower quadrant [no apparent penetration of the peritoneal cavity] (B)(6) 2001: laparotomy. Lysis of adhesions. Repair of multiloculated, recurrent incisional hernia with mesh. Excision of excess abdominal wall. (B)(6) 2003: laparotomy, lysis of adhesions, repair of large giant recurring incisional hernia. Creation of two large abdominal wall flaps with resection and advancement. Insertion of anti-adhesive barrier. Resection of benign inflammatory abdominal wall tumor. (B)(6) 2004: laparotomy, repair of incarcerated incisional hernia with mesh, lysis of adhesions. Implant: ¿gore-tex® patch¿ [no product ID] relevant medical information: (B)(6) 1999: exploratory laparotomy and wound exploration. ¿a midline incision was made. Upon entering the abdomen, there was no blood and no free fluid. The abdomen was explored. At the right lower quadrant site, there was no apparent penetration of the peritoneal cavity. She had some adhesions from a previous appendectomy to the sidewall on the right lower quadrant, but there was not penetration of the wound. The wound was then locally explored, irrigated, and hemostasis was controlled locally. It was closed with a running, prolene suture and skin staples.¿ (B)(6) 2001: laparotomy, lysis of adhesions. Repair of multiloculated, recurrent incisional hernia with mesh. Excision of excess abdominal wall. ¿large, multiloculated hernias with omentum and bowel pushing up through it was encountered. Circumferential dissection was performed, cutting out old stitches which had pulled through and taking down adhesions until the bowel and omentum were completely freed out of the hernia. Several defects were converted to one large defect. Dissection was then performed circumferentially around the entire opening to isolate good fascial edges. The fascia and muscle wall had retracted. This was performed. Interrupted #0 polypropylene sutures were placed through the lateral parts of each incision in the superior and inferior parts of the incision and clamped so they wouldn¿t pull through. The defect itself was then closed with several interrupted lengths of running #1 polypropylene. In several areas the ends were left long. The ends of the #0 polypropylene were brought through the left lateral aspect of the mesh and each wound was tied to firmly anchor the mesh far wide from the incision. Several incisional sutures were also brought up and tied through the mesh in a similar fashion as were the sutures on the right side. The versitack was used to further tack the mesh down and the mesh was trimmed. Then the wound was closed with two layers of interrupted polysorb sutures and staples for the skin.¿ [product ID for the mesh was not provided]. Implant #1 preoperative complaints: (B)(6) 2004: ¿admitted for recurrent abdominal incisional hernia. Last august, she underwent a hernia repair with removal of inflamed polypropylene mesh with extensive debridement of the abdominal wall. This winter she had trouble with flu and with coughing and then she noticed a bulge in the upper part of her incision. She is undergoing repair because she is only 50 years old and the hernia now is quite large.¿ implant #1 procedure: laparotomy, repair of incarcerated incisional hernia with mesh, lysis of adhesions. Implant: ¿gore-tex patch¿ [no product identification provided, being captured as gore-tex® soft tissue patch]. Implant #1 date: (B)(6) 2004 description of hernia being treated: ¿an incision was made in the upper part of the hernia in the upper part of the abdominal incision. The hernia sac was identified. There were some adhesions of omentum but no bowel in this part of the hernia. After careful dissection, the left lateral fascial edge was identified and a purple #0 polysorb suture was placed in the fascia edge as a marking suture. The ends were left long for traction. Dissection continued up and down the left lateral part of the incision, freeing up the abdominal wall. There was a clump of mesh with a seroma that was encountered. Fluid was cultured and ultimately the mesh and all inflamed tissue was excised and debrided. Attention was then directed to the right side. The fascial edges were farther laterally on the right than they were to left. Using the same technique, the edges were identified and then multiple sutures of polysorb were placed as marking sutures to make sure we had good fascial edges. Circumferential dissection was continued above and below going around. There was a bridge of normal tissue below this. However, there were adhesions of omentum which were taken down and a hand was placed laterally on the right side around where adhesions were adhered to the midline where there was good fascia and there was another large defect of at least 4 inches below this. Similarly, the edges were retracted on either side. An incision was made through the short remnant of normal abdominal wall in the midline, combining the hernias into one. There was a loop of bowel adhered into the sac of the lower defect. This was carefully dissected out with no injury to the bowel. Circumferential dissection freed up good wound edges for at least 5 cm lateral to each side. Consideration was given to dividing the rectus fascia laterally and sliding it medially to close the defect. However, the actual texture of the fascia is seen to be weak and I thought this would just be paramount to creating another hernia, perhaps through the weakened fascia that was advanced or laterally between the lateral fascia edges and the external oblique fascia.¿ implant size and fixation: ¿therefore, it was decided to take a large piece of gore-tex patch, polypropylene was not used because of previous complications in this patient. Using four or five lengths of running #0 prolene suture, the patch was sutured into the defect using running polypropylene through and through with each stitch going through the patch twice to firmly adhere it to the fascia edges. The edges of the patch were purposely allowed to overlap the fascial edges. After this circumferential suture was placed, closing the defect, interrupted sutures were placed every 2 to 3 cm circumferentially around the whole defect to anchor the lateral aspect of the patch to the anterior abdominal wall.¿ (B)(6) 2004: pathology report: ¿the specimen is submitted in one part labeled ¿hernia sac and mesh¿ and consists of 80 cc of thick fibrous membrane and porous mesh submitted in six portions, the largest measuring 6 x 4 x 2 cm. Final diagnosis: hernia sac and mesh.¿ culture results for specimens collected during the (B)(6) 04 procedure were not provided. Explant #1 preoperative complaints: (B)(6) 2004: ¿currently hospitalized with an abscess in the abdominal wall with drainage of pus. This is around a large piece of gore-tex patch that was inserted in april for repair of recurrent incisional hernia.¿ explant #1 procedure: laparotomy, removal of ¿infected gore-tex patch¿. Drainage of an abscess. Central line insertion. Explant #1 date: (B)(6) 2004 ¿the opening in the abdominal wall that extends onto the patch was irrigated with betadine solution. Fingers were inserted and the old midline was used to enter the abdominal cavity superiorly and inferiorly. Actually, the cavity in front of the patch was identified. However, it became apparent that there seemed to be fluid loculated underneath the patch and a small incision was made in the gore-tex patch and there indeed was fluid. Therefore, it was divided along the midline an [sic] then was completely removed, removing all of the polypropylene sutures. The omentum was fibrinous in nature and covered with infected type fluid. A sample of patch was sent for culture. However, the omentum was firmly adhered to the intra-abdominal wall and actually, although obviously infected and fibrotic, formed a separate layer. This was sealed circumferentially 360° around. This cavity was irrigated with saline with ciprofloxin added to it. A decision then was made to only drain and re-approximate the skin and subcutaneous tissues over this area purposely leaving a hernia defect. However, it was thought that if I dissected into the abdominal wall to try to close the abdominal wall, that this was infected tissue highly adherent and we would probably injure the bowel at this time and contaminate the abdominal cavity. Since this was in the function of a walled off abscess, I treated it as such and then drained it. Three jackson-pratt drains were placed, two inferiorly and one superiorly through separate stab incisions. The abdominal wall soft tissues were re-approximated without closing the fascia but closing the skin and subcutaneous tissue using interrupted 0 maxon and four #2 nylon retention sutures.¿ (B)(6) 2004: pathology report: ¿tissues: gortex mesh (infected) for c & s. Gross examination: specimen is submitted in one part labeled ¿gortex mesh¿. It consists of a segment of fabric measuring 35 cm in length and up to 9 cm in diameter with a thickness of 1 mm. This has sutures along the margin. Final diagnosis: goretex mesh.¿ relevant medical information: (B)(6) 2005: open incisional hernia repair with surgassist. ¿had very large hernias on her abdominal wall, one on the left paramedian and another in the anterior aspect of a previous incision. In fact, she had four surgeries for hernia repair in her abdomen and had required mesh removal quite recently. She does have an underlying myeloproliferative disorder as well as a monoclonal gammopathy. She was treated yesterday with igg and given perioperative antibiotics.¿ (B)(6) 2005: twelve square centimeters of split thickness skin graft harvested from the right thigh and applied to the abdomen. Implant #2 preoperative complaints: (B)(6) 2006: abdominal wall hernia. Implant #2 procedure: lysis of adhesions for three hours. Hernia repair with mesh. Implant: gore® dualmesh® biomaterial (1dlmc06/04159174, 18cm x 24cm x 1mm thick). Implant #2 date: (B)(6) 2006 description of hernia being treated: ¿an incision was made in the supraumbilical vertical midline, actually a little off to the right. A 10 mm trocar was placed ensuring it was in the abdominal cavity and not in the bowel. 10 mm/hg pneumoperitoneum was established. A camera was placed through this. Then a trocar was placed in the left lower quadrant and adhesion of lysis [sic] ensued; in particular, taking bowel off the anterior abdominal wall. Sharp dissection and dissection with the dolphin nose ensued. This occurred for three hours.¿ implant size and fixation: ¿when this concluded, an 18 x 22 piece of mesh was selected and then tailored to fit the defect in the right upper quadrant. This was in the right periumbilical region. It was encircled with suture, brought up to the anterior abdominal wall, and then tacked there. The abdomen was irrigated and aspirated and all of the bowel was investigated to ensure there was no deserosalization. Everything was without any evidence of deserosalization. The patient then had all the pneumoperitoneum and trocars removed. The trocars were removed under direct vision. Fascia was closed with 0 vicryl in an interrupted fashion. Skin was stapled.¿ explant #2 preoperative complaints: (B)(6) 2007: ¿history of symptomatic hernia after a hernia was repaired previously with a skin graft with huge open defect. Because of this we discussed with her the risks of recurrence." Explant #2 procedure: exploratory laparotomy, lysis of adhesions, removal of prior mesh, prosthetic. Repair of ventral hernia using bilateral rectocele abdominal muscle flaps times two. Excision of scar and hernia sac, a total length of 29 cm with complex closure times three. Use of alloderm 10 x 10 cm for closure of reinforcement of the hernia as an onlay mesh. Explant #2 date: (B)(6) 2007 ¿her prior anterior midline widened scar was excised around its parameter. The sac was entered and there were dense adhesions of the bowel to the anterior abdominal wall and to the dual gore-tex mesh that was in place but displaced from its original attachments in the form of a large, recurrent hernia. We spent the next 1.5 hours both lysing adhesions and removing the residual prosthetic, which was passed from the operative field for gross inspection. At the end of this portion of the procedure we were able to run the bowel from the ligament of treitz through the terminal ileum and the first portion of the ascending colon. The entire parameter of the defect, which measured approximately 20 cm in dimension was then free. The case was turned over to dr. Golla after we found no evidence of injury to the underlying intestine.¿ ¿double kochers were utilized on both sides of the muscle. Elevation was done above the rectus fascia up laterally to where the rectus meets the external oblique completely 2 cm lateral to where the insertion is from superior to the ribcage inferiorly all the way to the pubis. Superiorly, elevation was done above the rib cage and medially across the anterior fascia of the rectus and allowing to embolize medially and inferiorly. After this was done, hemostasis was obtained. Peak airway pressures were confirmed and found to not move throughout the closure. Closure was accomplished over a fish using looped #1 pds with #1 pds in interrupted figure-of-eight fashion along the length of the incision every centimeter and a half. After hemostasis was obtained, two blake drains were inserted to seal the spray into the wound. A 10 x 10 cm allomax was cut into equal piece and tacked down using tacking device. After this was checked for appropriate reinforcement hemostasis was again reassured. Irrigation was performed before tisseel was sprayed. Next, attention was directed towards the scar. The scar itself was excised back to good bleeding tissue as well as the hernia sac. After hemostasis was obtained, deep obliteration stitches were utilized with an 0 type variety tacking it down to the dermis and graft as well ad [sic] deep dermal stitches 2-0 vicryl (s) were utilized with staples for the skin.¿ no pathology report provided. (B)(6) 2007: esophagogastroduodenoscopy: ¿hematemesis and upper gi bleeding. Distal, ulcerated esophagitis with evidence of recent bleeding. The etiology of this ulcer is unclear.¿ (B)(6) 2007: percutaneous placement of ivc filter. Clinical history: pulmonary embolus and gi bleed. Conclusion: #1 gore-tex® soft tissue patch the alleged ¿gore-tex¿ mesh is being captured as gore-tex® soft tissue patch for product surveillance purposes only. It should be noted that the gore-tex® soft tissue patch instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ it should be noted that the instructions for gore-tex® soft tissue patch use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore-tex® soft tissue patch instructions for use also warns, ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ it should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The alleged ¿gore-tex¿ mesh is being captured as gore-tex® soft tissue patch for product surveillance purposes only. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 1999:(B)(6), md. Operative report. (B)(6) 2001: (B)(6) hospital. (B)(6), md operative report. (B)(6) 2001: (B)(6) hospital. (B)(6), md. Pathology report. (B)(6) 2003: (B)(6) hospital. (B)(6), md. Operative report. (B)(6) 2003: (B)(6) hospital. (B)(6), md. Pathology report. (B)(6) 2004: (B)(6) hospital. (B)(6), md. Operative indications (B)(6) 2004: (B)(6) hospital. (B)(6), md. Operative report. (B)(6) 2004: (B)(6) hospital. (B)(6), md. Pathology report. (B)(6) 2004: (B)(6) hospital. (B)(6), md. Operative report. (B)(6) 2004: (B)(6) hospital. (B)(6), md. Pathology report. (B)(6) 2005: (B)(6) hospital. (B)(6), md. Operative report. (B)(6) 2005: (B)(6) hospital. (B)(6), md. Operative report. Procedure: twelve square centimeters of split thickness skin graft harvested from the right thigh and applied to the abdomen. History of present illness: this is a 50 -year-old white female who had multiple surgeries for a hernia. She has a nonhealing area on the abdomen. Operative procedure: she was brought to the operating room. She first had acquisition of 12 cm of skin graft harvested 1:10000 inch of the right thigh, 1 to 1.5. The rest of site was repaired using blunt stick. The graft was then applied and sutured in place using 3-0 silk. Xeroform was applied here, then wet dressings and abd. On the thigh, a duoderm was applied and ace bandage applied to the leg. The patient was awakened extubated and taken to the recovery room in stable condition. (B)(6) 2006: (B)(6) hospital. (B)(6), md. Operative report. (B)(6) 2006: (B)(6) hospital. (B)(6), md. Operative procedure: placement of triple lumen. Pre-operative and post-operative diagnosis: need for access in a patient who has poor access. (B)(6) 2007: (B)(6), md. Assistant: (B)(6), md. (B)(6) 2007: (B)(6), md. Assistant: (B)(6), pa-c. (B)(6) 2007: (B)(6), do (B)(6) 2007: (B)(6). Radiology: percutaneous placement of ivc filter. Clinical history: pulmonary embolus and gi bleed. Impression: 1. No caval or iliac thrombus seen. 2. Successful placement of a potentially retrievable inferior venacaval filter in the infrarenal inferior vena cava. (B)(6) 2007: (B)(6) hospital admission. (B)(6) 2007: (B)(6), md. General surgery history and physical. (B)(6) 2007: (B)(6). Operative note. (B)(6) 2007: (B)(6), md. Assistant: (B)(6), md. Operative report. (B)(6) 2007: (B)(6), md. Plastic surgery consultation. (B)(6) 2007: (B)(6), md. Operative report. (B)(6) 2007: (B)(6), md. Discharge summary. It should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 1999: operative report. ¿operation: exploratory laparotomy and wound exploration. Pre/postoperative diagnosis: penetrating trauma, right lower quadrant.¿ indications: ¿brought to trauma room after having sustained some sort of penetrating trauma to the right lower quadrant. Resuscitated in the trauma room. The wound was apparent in the right lower quadrant with some bleeding.¿ description of operation: ¿a midline incision was made. Upon entering the abdomen, there was no blood and no free fluid. The abdomen was explored. At the right lower quadrant site, there was no apparent penetration of the peritoneal cavity. She had some adhesions from a previous appendectomy to the sidewall on the right lower quadrant, but there was not penetration of the wound. The wound was then locally explored, irrigated, and hemostasis was controlled locally. It was closed with a running, prolene suture and skin staples.¿ on (B)(6) 2001: operative report. ¿pre/postoperative diagnosis: multiloculated, recurrent incisional hernia-large, involving the entire abdominal wall. Procedure: laparotomy. Lysis of adhesions. Repair of multiloculated, recurrent incisional hernia with mesh. Excision of excess abdominal wall.¿ operative indications: ¿history of a large laparotomy for trauma with a multiloculated incisional hernia. She has history of psychiatric problems.¿ operative findings: ¿there was a multiloculated hernia. The middle part of the incision was completely replaced by hernia with omentum and then bowel underneath it stuck in the hernia. Similarly, there was a hernia in the lower pole. In the upper pole there was very little of the original incision left intact. There were adhesions elsewhere in the abdominal cavity and after the contents that were stuck in the hernia were taken down, there was no need to completely explore the belly. The bowel did not seem dilated. The gynecological organs seemed to be absent. The falciform ligament was prolapsed through the upper part of the hernia and this was removed.¿ operative procedure: ¿the patient was identified, taken to the operating room, underwent induction of general anesthesia. A foley catheter was inserted by the circulating nurse with sterile technique. The abdomen was prepped and draped and the entire midline incision was opened. Large, multiloculated hernias with omentum and bowel pushing up through it was encountered. Circumferential dissection was performed, cutting out old stitches which had pulled through and taking down adhesions until the bowel and omentum were completely freed out of the hernia. Several defects were converted to one large defect. Dissection was then performed circumferentially around the entire opening to isolate good fascial edges. The fascia and muscle wall had retracted. This was performed. Interrupted #0 polypropylene sutures were placed through the lateral parts of each incision in the superior and inferior parts of the incision and clamped so they wouldn¿t pull through. The defect itself was then closed with several interrupted lengths of running #1 polypropylene. In several areas the ends were left long. The ends of the #0 polypropylene were brought through the left lateral aspect of the mesh and each wound was tied to firmly anchor the mesh far wide from the incision. Several incisional sutures were also brought up and tied through the mesh in a similar fashion as were the sutures on the right side. The versitack was used to further tack the mesh down and the mesh was trimmed. Then the wound was closed with two layers of interrupted polysorb sutures and staples for the skin.¿ missing records: product identification records for ¿mesh¿ were not provided. On (B)(6) 2001: pathology report. ¿tissue no: s-2035-01. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: same. Tissues: abdominal wall. Gross: specimen is submitted in one part labeled ¿abdominal wall.¿ it consists of a 22 x 5 cm ellipse of skin with underlying adipose tissue to a depth of 3 cm. Also included with the specimen are 20 cc of fibrofatty chunks. Gross diagnosis: consistent with incisional hernia repair.¿ on (B)(6) 2003: operative report. ¿preoperative diagnosis: large recurrent incisional hernia. Postoperative diagnosis: large recurrent incisional hernia. Large inflammatory benign reaction tumor of the abdominal wall around the mesh. Multiple intestinal adhesions. Procedure: laparotomy, lysis of adhesions, repair of large giant recurring incisional hernia. Creation of two large abdominal wall flaps with resection and advancement. Insertion of anti-adhesive barrier. Resection of benign inflammatory abdominal wall tumor.¿ operative indications: ¿with multiple medical problems who has had a large recurrent hernia. Previous hernia repair have been complicated by xeromas [possibly meant seroma] and skin fistulas from the mesh. The skin fistulas have healed. However, she has developed a large recurrent hernia and she is undergoing exploration and repair.¿ operative findings: ¿there was a huge incisional hernia in recurrent nature with intestinal adhesions adhered in the hernia. There were also extensive adhesions to the anterior abdominal wall. There was a large xeroma around the mesh with an inflammatory phlegmon with fluid that was cultured that was ultimately resected. Because of the inflammatory nature around the mesh and reactionary tissue, I was afraid to use additional mesh and therefore, wide excision of all inflamed tissues and the hernia sac were performed and then the abdominal wall was closed with a smead-jones type closure. There was a tremendous amount of excess skin. In order to mobilize the abdominal wall tissue, it was necessary to create extensive flaps laterally in each direction. Excess skin was radically debrided and excised.¿ operative procedure: ¿the procedure was identified and taken to the operating room, underwent induction of general anesthesia. She was prepped and draped in the standard fashion. When the incision was made in the abdominal wall in the area of the defect, a huge defect was encountered. The sac was entered carefully. The intestine was dissected free and pushed out of the sac and then circumferential dissection was instituted going around the entire are [sic] of the left lateral wall. The fascial edges were ultimately identified. The hernia sac tissues were excised and discarded. Adhesions of the omentum into the pelvis and into the sac were taken down, divided between clamps and ligated and tied, and other types were dissected off with the scissor and the cautery. The entire left side was ultimately dissected free. Attention was directed to the right side. There was a large inflammatory tumor and then after we dissected into it, which drained clear serous fluid, this was of a large amount, at least 150 cc. Culture was taken and the dissection was continued around inferiorly onto the right side and then superiorly onto the right side. All the vitalized tissue and all hernia sac tissue and inflammatory tissue was excised. Two pieces of seprafilm were inserted and the closure of the abdominal wall was performed with interrupted single and figure-of-eight sutures on #1 polypropylene. The subcutaneous tissues were closed. After closure of the abdominal wall, the flaps were extended even further and large amounts of skin was excised from either side. Subcutaneous closure with interrupted 0 polysorb was then performed and then the staples to the skin.¿ on (B)(6) 2003: pathology report. ¿specimen: s-3549-03. Pre-operative diagnosis: recurrent incisional hernia. Post-operative diagnosis: large reactionary tumor abdominal wall, extensive intestinal adhesions. Tissues: mess [sic] from abdominal wall, excess abdominal wall. Gross examination: specimen submitted in two parts. The first part is labeled ¿mesh from abdominal wall¿ and consists of a segment of dense fibrofatty tissue measuring 10 x 6 x 2 cm in which is embedded a mesh material with clips and sutures. Part two is labeled ¿excess abdominal wall¿ and consists of two ellipses of skin, one measuring 25 cm in length and 4 cm in diameter excised to a depth 3 cm and the other measuring 18 x 5 cm and 2 cm in thickness. Sections: representative of a). Mesh. B). Abdominal wall. Slides: 3 h & e. Final diagnosis: 1. Mesh with benign chronic fibrous inflammatory reaction. 2. Excess skin abdominal wall.¿ missing records: product identification records for mesh were not provided. On (B)(6) 2004: operative report. ¿preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incarcerated incisional hernia, multi-loculated. Procedure: laparotomy, repair of incarcerated incisional hernia with mesh, lysis of adhesions.¿ operative indications: ¿admitted for recurrent abdominal incisional hernia. Last (B)(6), she underwent a hernia repair with removal of inflamed polypropylene mesh with extensive debridement of the abdominal wall. This winter she had trouble with flu and with coughing and then she noticed a bulge in the upper part of her incision. For further details, I refer you to the admission history and physical. She is undergoing repair because she is only 50 years old and the hernia now is quite large.¿ operative findings: ¿there were actually two distinct but adjacent abdominal wall hernias. One was in the upper part of her incision and one was in the lower part of her incision. There was a bridge of normal fascia in between. There was bowel incarcerated in the lower abdominal hernia. Each hernia extended for more than 4 to 5 inches. In the upper pole there were still some remnant of mesh which were inflamed with seroma. This was removed and this part was cultured. There was no evidence of infection. The fluid was clear yellow. Extensive dissection, debridement of the wall, and then a large gore-tex® patch was inserted. Because of the size of the hernias and the fact that her abdominal wall itself is relatively weak, no attempt was made to reapproximate the wound edges and the patch was inserted in the middle of the defect itself. Please see the procedure.¿ operative procedure: ¿the patient was identified and underwent induction of general anesthesia and was prepped and draped in standard fashion. An incision was made in the upper part of the hernia in the upper part of the abdominal incision. The hernia sac was identified. There were some adhesions of omentum but no bowel in this part of the hernia. After careful dissection, the left lateral fascial edge was identified and a purple #0 polysorb suture was placed in the fascia edge as a marking suture. The ends were left long for traction. Dissection continued up and down the left lateral part of the incision, freeing up the abdominal wall. There was a clump of mesh with a seroma that was encountered. Fluid was cultured and ultimately the mesh and all inflamed tissue was excised and debrided. Attention was then directed to the right side. The fascial edges were farther laterally on the right than they were to left. Using the same technique, the edges were identified and then multiple sutures of polysorb were placed as marking sutures to make sure we had good fascial edges. Circumferential dissection was continued above and below going around. There was a bridge of normal tissue below this. However, there were adhesions of omentum which were taken down and a hand was placed laterally on the right side around where adhesions were adhered to the midline where there was good fascia and there was another large defect of at least 4 inches below this. Similarly, the edges were retracted on either side. An incision was made through the short remnant of normal abdominal wall in the midline, combining the hernias into one. There was a loop of bowel adhered into the sac of the lower defect. This was carefully dissected out with no injury to the bowel. Circumferential dissection freed up good wound edges for at least 5 cm lateral to each side. Consideration was given to dividing the rectus fascia laterally and sliding it medially to close the defect. However, the actual texture of the fascia is seen to be weak and I thought this would just be paramount to creating another hernia, perhaps through the weakened fascia that was advanced or laterally between the lateral fascia edges and the external oblique fascia. Therefore, it was decided to take a large piece of gore-tex® patch, polypropylene was not used because of previous complications in this patient. Using four or five lengths of running #0 prolene suture, the patch was sutured into the defect using running polypropylene through and through with each stitch going through the patch twice to firmly adhere it to the fascia edges. The edges of the patch were purposely allowed to overlap the fascial edges. After this circumferential suture was placed, closing the defect, interrupted sutures were placed every 2 to 3 cm circumferentially around the whole defect to anchor the lateral aspect of the patch to the anterior abdominal wall. Next the subcutaneous tissue was re-approximated with two layers of #1 polysorb and staples for the skin.¿ product identification records for the alleged ¿gore-tex® patch¿ were not provided. On (B)(6) 2004: pathology report. ¿specimen: s-2406-04. Preoperative diagnosis: incisional hernia, recurrent. Postoperative diagnosis: same, plus lysis of adhesions. Tissues: hernia sac and mesh. Gross examination: the specimen is submitted in one part labeled ¿hernia sac and mesh¿ and consists of 80 cc of thick fibrous membrane and porous mesh submitted in six portions, the largest measuring 6 x 4 x 2 cm. Final diagnosis: hernia sac and mesh.¿ on (B)(6) 2004: operative report. ¿pre/postoperative diagnosis: abdominal abscess, infected gore-tex® patch. Procedure: laparotomy, removal of infected gore-tex® patch. Drainage of an abscess. Central line insertion.¿ operative indications: ¿currently hospitalized with an abscess in the abdominal wall with drainage of pus. This is around a large piece of gore-tex® patch that was inserted in april for repair of recurrent incisional hernia. For further details, I refer you to the admission history and physical.¿ operative findings: ¿on opening the skin and subcutaneous tissue over the patch, the entire area was filled with purulent material despite irrigations, etc. There was no tissue adherent to the patch and there was an abscess cavity. However, when the patch was divided, there was also pus behind it, however, the omentum was underneath it and the whole area was completely sealed off and walled off. The entire gore-tex® patch was removed as well as sutures. I saw no reason to dissect with the amount of infection present into the abdominal wall to free up fascia to try to close the fascia. Therefore, three drains were placed through separate stab incisions and then the skin and subcutaneous tissue was debrided and closed over the drains. A central line was inserted afterwards.¿ operative procedure: ¿the patient was identified in holding and then again in the operating room. She underwent induction of general anesthesia, was prepped and draped in standard fashion. The opening in the abdominal wall that extends onto the patch was irrigated with betadine solution. Fingers were inserted and the old midline was used to enter the abdominal cavity superiorly and inferiorly. Actually, the cavity in front of the patch was identified. However, it became apparent that there seemed to be fluid loculated underneath the patch and a small incision was made in the gore-tex® patch and there indeed was fluid. Therefore, it was divided along the midline an [sic] then was completely removed, removing all of the polypropylene sutures. The omentum was fibrinous in nature and covered with infected type fluid. A sample of patch was sent for culture. However, the omentum was firmly adhered to the intra-abdominal wall and actually, although obviously infected and fibrotic, formed a separate layer. This was sealed circumferentially 360° around. This cavity was irrigated with saline with ciprofloxin added to it. A decision then was made to only drain and re-approximate the skin and subcutaneous tissues over this area purposely leaving a hernia defect. However, it was thought that if I dissected into the abdominal wall to try to close the abdominal wall, that this was infected tissue highly adherent and we would probably injure the bowel at this time and contaminate the abdominal cavity. Since this was in the function of a walled off abscess, I treated it as such and then drained it. Three jackson-pratt drains were placed, two inferiorly and one superiorly through separate stab incisions. The abdominal wall soft tissues were re-approximated without closing the fascia but closing the skin and subcutaneous tissue using interrupted 0 maxon and four #2 nylon retention sutures. The skin was just loosely approximated with the stapler.¿ on (B)(6) 2004: pathology report. ¿specimen: s-5351-04. Pre-operative diagnosis: cellulitis of anterior abdominal wall with ulceration. Post-operative diagnosis: infected gore-tex® patch. Tissues: gore-tex® mesh (infected) for c & s. Gross examination: specimen is submitted in one part labeled ¿gortex® mesh.¿ it consists of a segment of fabric measuring 35 cm in length and up to 9 cm in diameter with a thickness of 1 mm. This has sutures along the margin. Final diagnosis: gore-tex® mesh.¿ missing records: a culture report detailing analysis of the specimens collected during on (B)(6) 2004 procedure was not provided. On (B)(6) 2005: operative report. ¿procedure: open incisional hernia repair with surgassist.¿ history of present illness: ¿had very large hernias on her abdominal wall, one on the left paramedian and another in the anterior aspect of a previous incision. In fact, she had four surgeries for hernia repair in her abdomen and had required mesh removal quite recently. She does have an underlying myeloproliferative disorder as well as a monoclonal gammopathy. She was treated yesterday with igg and given perioperative antibiotics.¿ operative procedure: ¿brought to the operating room where she underwent induction under general anesthesia. She was draped and prepped in a sterile manner with attention directed to the abdomen. The scar was first excised using sharp dissection and then cautery. Next, the abdominal cavity was entered at the location of the hernia and several hernias were taken down. There was honeycombing of the fascia. Four distinct hernias were dissected around the fascia and cleaned off on the anterior abdominal side and then the fascia cleaned from subcutaneous tissue and separated from above. They were closed primarily with 0 maxon and then surgassist. A sheet of surgassist was cut in two, half used on the left anterior abdominal wall and used overlap to allow for reinforcement of the midline incision. The second half of that was used on the anterior aspect of the previous incision where three hernias were again identified, cleaned, primarily re-approximated with maxon, then reinforced as an underlay, and attached to the fascia using 0 maxon in a horizontal mattress fashion, interrupted sutures. The abdominal wall was then closed using no. 1 pds and 0 maxon. One jp was placed in the subcutaneous tissue on the left side of the abdomen and brought out through the skin and secured with 0 vicryl. The skin was closed with staples.¿ on (B)(6) 2005: implant record. Cook surgisis gold mesh. Qty: 1. Manuf: mmcook. Lot number: lb262912. Catalog number: csah8h13x22. Site: abdomen. Exp. Date: 11/22/06. On (B)(6) 2006: operative report. ¿preoperative diagnosis: abdominal wall hernia. Postoperative diagnosis: abdominal wall hernia. Severe adhesive disease. Procedure: lysis of adhesions for three hours. Hernia repair with mesh.¿ operative procedure: ¿the patient was brought to the operating room where she was identified as being the proper patient. Surgical pause ensued. An incision was made in the supraumbilical vertical midline, actually a little off to the right. A 10 mm trocar was placed ensuring it was in the abdominal cavity and not in the bowel. 10 mm/hg pneumoperitoneum was established. A camera was placed through this. Then a trocar was placed in the left lower quadrant and adhesion of lysis ensued; in particular, taking bowel off the anterior abdominal wall. Sharp dissection and dissection with the dolphin nose ensued. This occurred for three hours. When this concluded, an 18 x 22 piece of mesh was selected and then tailored to fit the defect in the right upper quadrant. This was in the right periumbilical region. It was encircled with suture, brought up to the anterior abdominal wall, and then tacked there. The abdomen was irrigated and aspirated and all of the bowel was investigated to ensure there was no deserosalization. Everything was without any evidence of deserosalization. The patient then had all the pneumoperitoneum and trocars removed. The trocars were removed under direct vision. Fascia was closed with 0 vicryl in an interrupted fashion. Skin was stapled.¿ on (B)(6) 2006: implant record. Gore®dualmesh® 18 x 24. Qty: 1. Manufacturer: w. L. Gore & associates. Lot number: 04159174. Catalog number: 1dlmc06. Size: 18 x 24. Site: abdomen. The records confirm a gore®dualmesh® (04159174/1dlmc06) was implanted during the procedure. On (B)(6) 2007: operative report. ¿pre/postoperative diagnosis: recurrent ventral incisional hernia. Name of procedure: exploratory laparotomy, lysis of adhesions, removal of prior mesh, prosthetic.¿ procedure: ¿the patient was brought to the operating room and identified. She was placed in the supine position and given IV sedation and endotracheal intubation with the induction of general anesthesia. She had scds in place and subcutaneous heparin and IV antibiotics on board. She was prepped with betadine and draped in sterile fashion and her prior anterior midline widened scar was excised around its parameter. The sac was entered and there were dense adhesions of the bowel to the anterior abdominal wall and to the dual gore-tex® mesh that was in place but displaced from its original attachments in the form of a large, recurrent hernia. We spent the next 1.5 hours both lysing adhesions and removing the residual prosthetic, which was passed from the operative field for gross inspection. At the end of this portion of the procedure we were able to run the bowel from the ligament of treitz through the terminal ileum and the first portion of the ascending colon. The entire parameter of the defect, which measured approximately 20 cm in dimension was then free. The case was turned over to dr. (B)(6) after we found no evidence of injury to the underlying intestine. Dr. (B)(6) portion of the procedure appears under a separate dictation.¿ missing records: a pathology report detailing analysis of the device removed during on (B)(6) 2007 procedure was not provided. On (B)(6) 2007: operative report. ¿pre/postoperative diagnosis: ventral hernia. Name of procedures: repair of ventral hernia using bilateral rectocele abdominal muscle flaps times two. Excision of scar and hernia sac, a total length of 29 cm with complex closure times three. Use of alloderm 10 x 10 cm for closure of reinforcement of the hernia as an onlay mesh. Complications: none. ¿history of symptomatic hernia after a hernia was repaired previously with a skin graft with huge open defect. Because of this we discussed with her the risks of recurrence. After consent was obtained the patient was brought into the room. Dr. (B)(6) performed his portion of the procedure, lysis of adhesions and reducing the hernia sac. After this was done, I was called into the room. Double kochers were utilized on both sides of the muscle. Elevation was done above the rectus fascia up laterally to where the rectus meets the external oblique completely 2 cm lateral to where the insertion is from superior to the ribcage inferiorly all the way to the pubis. Superiorly, elevation was done above the rib cage and medially across the anterior fascia of the rectus and allowing to embolize medially and inferiorly. After this was done, hemostasis was obtained. Peak airway pressures were confirmed and found to not move throughout the closure. Closure was accomplished over a fish using looped #1 pds with #1 pds in interrupted figure-of-eight fashion along the length of the incision every centimeter and a half. After hemostasis was obtained, two blake drains were inserted to seal the spray into the wound. A 10 x 10 cm allomax was cut into equal piece and tacked down using tacking device. After this was checked for appropriate reinforcement hemostasis was again reassured. Irrigation was performed before tisseel was sprayed. Next, attention was directed towards the scar. The scar itself was excised back to good bleeding tissue as well as the hernia sac. After hemostasis was obtained, deep obliteration stitches were utilized with an 0 type variety tacking it down to the dermis and graft as well ad [sic] deep dermal stitches 2-0 vicryl (s) were utilized with staples for the skin.¿ on (B)(6) 2007: implant label. Bard, allomax , surgical graft. Tissue#: 000668g. Ref: (B)(4). On (B)(6) 2007: procedure report. Indication for procedure: hematemesis, upper gi bleeding. Name of procedure/scope: esophagogastroduodenoscopy using the olympus therapeutic video gastroscope with biopsies. Pertinent history: ¿repair of a ventral hernia with separation of parts 3 days ago, and was found to have pe yesterday. Intubated early this morning, and while on heparin bean [sic] to put out coffee-ground material through ng tube. Egd is being done to evaluate the source of bleeding and evaluate the risk of resuming anticoagulation. Impression: distal, ulcerated esophagitis with evidence of recent bleeding. The etiology of this ulcer is unclear. I favor some combination of ng tube irritation and reflux, but a viral infection needs to be ruled out.¿

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2004, whereby an "alleged gore device" was implanted. The complaint alleges that on (B)(6) 2007, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal, additional surgery, lysis of adhesions, recurrent hernia, mesh failure. Additional event specific information and medical records have been requested.